Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic urinary organ procedure, only half of the staples from the proximal part were deployed when the device was fired on the blood vessel at the first firing. Additional suturing was performed. There were no adverse consequences for the patient. (B)(4). The blood vessel was not clamped with forceps at the firing. After the firing, the bleeding from the staple line was found, and then the blood vessel was clamped with the forceps. The blood loss was a little, so the blood transfusion was not performed. The deployed staples were formed proper b-formed shape.